Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. The patient reported leaking which started this week. During the call, the patient synced to their ins which showed stimulation was on. They also noted that they've been drinking lots of water. They said the leaking was bad the day prior to initial report and the day of initial report. They had small panty liners on and the pee went straight through. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device was "not really working well". The patient further clarified that she is not getting good therapy relief and stated that she has been adjusting the programs and has exhausted all program options and she is still not getting good therapy relief. The patient stated that she has been without health insurance for a while so she has not been able to address this issue with a healthcare provider (hcp). The patient stated that she has tried increase stimulation and changed programs on her own and stated that she was still not getting good therapy relief and requested to meet with a manufacturer representative (rep). The patient stated that this started in 2018 and initially stated "probably around december-ish" she noticed that her symptoms were "pretty bad". The patient later stated that she notified a manufacturer representative (rep) of the issues above in 2018 "before" october. The patient stated that she notified the rep via phone and stated "I want to say she was out of ohio". It was noted that the patient was difficult to follow throughout explaining the timeline of events, but implied that this was a continuation of the same issue previously reported since she was not able to address the issue due to not having insurance. The patient additionally reported that when she increases stimulation "above 4.5" stimulation becomes "painful". The patient stated that she had tried multiple different programs, and confirmed the ins status with the patient programmer (pp). The patient reported that therapy was on. The patient confirmed that stimulation was on program 1 at 4.5v on the call, but stated that stimulation will become painful if she increases above 4.5. The patient stated that this has been going on for the last couple weeks. The patient to follow up with the healthcare provider (hcp). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient didn't know what caused the sudden change in therapy/symptoms (leaking). The action/intervention taken to resolve the sudden change in therapy/symptoms was the patient spoke with a manufacture representative (rep) and they changed the program. The patient added that "so far it seems to be working only a week though." No further patient complications have been reported as a result of this event.